Event description:
It was reported that the inner guide tube could not be passed over the proximal end of the dbs electrode, requiring the guide tube and dbs lead to be removed. It was reported that there was a rough weld on the proximal #2 contact ring. Causing it to hang off the edge of the inner guide tube during desheathing after the target x-ray. Upon examination of the lead, it was reported that a discontinuity was evident at the junction of the suspect contact #2 and proximal polymer tubing, due to pulling on the lower lead while the contact ring was trapped by the guide tube. The same cause resulted in disordered coils visible inside the polymer next to the #2 and #3 contact rings. Despite the pulling, proximal and distal contacts remained in continuity. It was reported that the welds were clearly seen to protrude outward from the surface of the contact rings. Using digital calipers accurate to +/0.005mm, outer diameters of the rings alone were all measured to be 1.26 to 1.27mm. Measured across the protruding welds, all distal rings were 1.34mm, 2 of 4 proximal rings were 1.35mm, #0 was 1.39mm and #2 was 1.41mm. The guide tube had an inner diameter of 1.37-1.39mm. It was reported that a similar problem occurred with a 3387 lead on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.